Manufacturer narrative:
The patient experienced stimulation with unipolar pacing and the device was reprogrammed to vdd. They will continue to monitor the patient and the caller will discuss this clinical observations with this patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting increased threshold measurements. The patient was admitted to the hospital for shortness of breath and a pleural effusion was revealed. The physician believes the symptoms are most likely associated with effusion rather than a system issue.